Event description:
It was reported stimulation was not able to be adjusted. It was also noted the patient programmer displayed the ¿in the box¿ icon the week prior to (B)(6) 2012 and again the weekend of (B)(6) 2012. The patient was unable to get past that screen on their programmer and ¿she can¿t check the battery or anything with it.¿ it was reported the patient was still receiving regular therapy and no changes were seen. When the healthcare provider (hcp) interrogated the neurostimulator no other codes or error messages appeared and ¿programming was fine.¿ it was later reported it was a software issue with the antenna locator.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID: 3387s-40, lot# v407602, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient . Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).